Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient's device was unable to have a diagnostic performed due to the battery being completely depleted. The new battery was implanted and showed high impedance. Using the accessory pack and test resistor pin, the new lead impedance indicated that the generator was functioning as intended. Once the new lead pin was inserted back into the generator, a high impedance value was seen again. Later it was reported that the patient underwent another surgery to correct the high impedance. A full revision was conducted. The newly implanted generator was also replaced for an unknown reason. The suspect product has not been received by the manufacturer to date. No other relevant information has been received to date.

Event description:
Later, the representative reported that regarding the full revision, he believes the surgeon inspected the generator and observed something unusual inside the generator receptacle. As a result, the surgeon elected to implant a new generator in addition to performing the lead revision. No further specifics were provided. No other relevant information has been received to date.